Manufacturer narrative:
Physio-control further evaluated the device. Physio replaced the lid reed switch according technical service update (tsu) 356. It was confirmed by x-ray that the lid reed switch was not from an affected lot. It was observed that a resistor, designator r35 on the digital pcb assembly had process residue. This resistor, designator r35 on the digital pcb assembly having process residue, caused excessive off current which in its turn depleted the internal hybrid layer capacitor (hlc) batteries, as well as the charge-pak battery charger, and kept the device from powering on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio evaluated the device and verified the reported issue. The device was on the list for technical service update (tsu) 356. Physio will continue to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer returned their device to physio-control for technical service update (tsu) 356. During device evaluation, physio observed that the device had all three icons (charge-pak, attention and service wrench) in the readiness display, and that the device could not be powered on. There was no patient use associated with the reported event.